Event description:
(B)(4). The essure device came highly recommend by my ob/gyn as a safe alternative to tubal ligation with a much shorter recovery time. Long story short... I've been having quite a bit of joint pain, heart palpitations, pelvic pain, hair loss, painful sexual intercourse, and abd swelling. I originally thought I had cysts on my ovaries but nope. As time went on, I saw my doctors that felt I was exaggerating and was merely depressed. I've had the coils since 04 and all of my problems started about 3 years after. I went to so many docs and they told me it was all in my head and they wouldn't listen to me. All they tried to do was give me more meds. Luckily I found a doc that listened to me and removed them. I even went to the FDA meetings in (B)(6) they had against bayer. I knew something was wrong with me. I mean I even developed eczema and hair loss. Fast forward a few years of the same symptoms, my liver function tests were off and I had to have an abdominal ultrasound. The blanket diagnosis was hypothyroidism, but I knew deep down that was not the case. Even when I agreed to take the thyroid meds, my thyroid labs were normal. I finally found a specialist who had been researching the issues related to essure and researched the issues and sent me to have a nickel allergy test. That returned positive. As it turned out my body was rejecting the coils. They think that's why my thyroid went crazy is an autoimmune response to the nickel.